Event description:
During procedure, surgeon set phaco handpiece aside and requested 10-0 nylon suture. Surgeon states that patient has small corneal burn. He completed case and requests that handpiece be evaluated as a possible cause. After case surgeon states that he does not expect any lasting effects for patient.